Event description:
It is reported that the patient had a moldable trilaminate which became stringy and sticky most probably due to urine consistency after three (3) days. When trying to remove the wafer for changing it, a splint (coming out of the right kidney) stuck to the stringy material and was pulled out. The patient went to the hospital where a physician tried to push back the splint. As this failed a surgery was conducted to relocate a splint from kidney to urostomy.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.